Event description:
The pt rec'd her scs system on (B)(6) 2010. It was reported the pt had pain on her right side that the stimulation would not address. The pt went to the emergency room, where she rec'd a pain medication injection. The pt reported this was a different pain than what she usually experiences. Since the event, the pt was reprogrammed. It was reported the pt rec'd some relief from the reprogramming. F/u revealed the pt was scheduled to meet with her physician regarding this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.